Event description:
It was reported that the patient returned for a one week follow-up to a lefort I osteotomy. The surgeon noticed an open bite and a malocclusion. The reoperation was scheduled for (B)(6) 2013 where the surgeon removed all the hardware. All the hardware was intact and nothing was broken. The surgeon re-established the proper occlusion and revised with 2.0mm cortex screws and an l-plate for rigid fixation. No further information was provided. This is report 8 of 22 for complaint (B)(4).

Manufacturer narrative:
Actual event date not known. The investigation could not be completed and a manufacturing evaluation can not be performed. No conclusion could be drawn as the device is not being returned and no lot number was provided.